Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was unknown if it was shipped back. The hospital had possession of pump. They were instructed to do so. The pump possibly went to pathology to be tested for infection. The rep was unsure. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-sep-2020, (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 17-jul-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 2000 concentration at 96 dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that patient had an infection after new implant. The environmental/external/patient factor that may have led or contributed to the issue was infection. Infection was in the back where the catheter was. Patient was on antibiotics. Surgery was scheduled for tomorrow (B)(6) 2018 to remove infected system. After surgical removal and treating the patient for infection, once the patient healed, the plan was to begin therapy again. At the time of this report, the issue had resolved and patient status was alive-no injury. The whole system was successfully removed on the previous date. No further complications were reported.